Event description:
A facility medwatch -report # (B)(4) was received stating that: "patient was on invasive ventilator support, and humidifier alarm was going off with temp showing 31.2c which was communicated to respiratory therapist. Clinical engineering was called to let them know that the respiratory therapist thinks that air blowing from the vent duct causing the temperature drop on the humidifier. Sometime in the morning,. Vent started to alarm as low expiratory volume. During this event patient noted to have gradual desaturation. Vent not working/inability to provide adequate humidification during ventilation support." Additional information from the facility states that the saturation dropped to 77% and the patient was bagged. The final patient outcome was no harm. (B)(4).

Manufacturer narrative:
Further information regarding the ventilator and the event has been requested but no response has been received from the user facility. No ventilator logs have been provided and no service on the ventilator has been requested. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).